Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro device did not activate. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boots were clean with no apparent clinical use. The tri-heater assembly appeared to be clean with no apparent usage. Resistance measurements were within specification. The microswitch functioned properly when tested. A pre-cautery test was conducted using a ref hemopro cable and power supply. Results showed that stem was generated from the saline moistened gauze during several device activations. The device meets electrical product specifications. The reported failure was not confirmed. (B) (4).